Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon. There was contrast in the inflation lumen and in the balloon. The stent implant was not returned. There were crimp marks on the balloon between the markers of the loosely folded balloon. This is consistent with the reported information that the device was inserted into the patient and the stent was successfully deployed. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but are not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. No anatomical information was reported and may have assisted in the investigation to determine a possible cause; however, it is possible that there may have been challenging anatomical conditions that could have contributed to the reported physical resistance advancing the sds to the lesion. Analysis noted a kink in the hypotube at the distal end of the strain relief tubing confirming the reported kink during the procedure. It is possible that handling of the sds when the resistance was encountered during advancement contributed to the reported kink. Subsequently handling as a result of the kink may have contributed to the reported difficult to remove. Additionally, two bends in the hypotube 61.5 cm and 80 cm distal to the strain relief tubing were also noted. There was no other damage noted to the sds. The bends to the hypotube were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation and do not appear to have contributed to the reported event. Although a conclusive cause for the reported physical resistance cannot be determined, the difficulty to remove and kink appear to be related to the operational context of the procedure and there are no indications to suggest a product quality deficiency. Review of the device lot history record did not produce any findings relevant to this report. A query of the complaint-handling database was performed and no other incidents have been reported for physical resistance, difficult to remove or kinks for this lot.

Event description:
It was reported that resistance was met when the xience v stent delivery system (sds) was advanced to the unspecified, coronary artery lesion, resulting in kinking of the sds shaft. The stent was, however, successfully deployed in the target lesion without difficulty. There was some difficulty removing the sds due to the kinked shaft but the device was removed without intervention. There was no adverse patient effect. Though requested, no additional information or clarification was provided.